Manufacturer narrative:
Section b1: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this investigation as no product was returned for evaluation and no images were provided by the account. A direct correlation between (B)(6) and the reported cardiac arrhythmia could not be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2020 at 05:25:48 to (B)(6) 2020 at 13:38:48, per the timestamp. Periods of continuous low flow alarms were captured on (B)(6)2020, from the beginning of the log file to 09:10:06. Intermittent low flow alarms were also captured on (B)(6) 2020 from 09:19:30 to 09:21:52. These alarms occurred due to the estimated flow being calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The account communicated that the patient was on post-operative day 3 from an outflow graft repair procedure, where the outflow graft had been freed of connective tissue and restabilized in teflon grafting. The patient was experiencing ¿---¿ flow readings and had low pulsatility index readings. Additionally, it was communicated that the patient was experiencing atrial fibrillation. The patient remains ongoing on (B)(6). Multiple attempts for additional information were sent to the account; however, nothing was provided. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines pump parameters such as speed, power, flow, and pulsatility. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2020. On (B)(6) 2020, a outflow graft(ofg) repair was performed. The outflow graft was freed of connective tissue and restabilized in teflon grafting. While connected to the power module 3 dashes appeared where the normal flow would be displayed. Additionally, the patient experienced low pi and atrial fibrillation. Log file analysis confirmed the low flow events prior to the ofg revision.